Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery (specific date not reported) to replace magnet. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced pain around the magnet site due to magnet dislodgement after an MRI procedure (specific date not reported). The patient unable to hear well and has loss of benefit since the incident. It was reported that the clinician did not follow the manufacturer's instructions for use of MRI. There are plans to replace the internal magnet; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, for a magnet replacement surgery. The implanted device remains. Device analysis report attached.